Manufacturer narrative:
Other applicable components are: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead.

Event description:
The patient would not go back to the health care provider (hcp) who put the device in, they had to put a "nail" in her arm because the nurse didn't have time to get the proper IV. The patient was told the procedure would be painful and she would need to be hospitalized. There was not effective pain management after the procedure, the patient was in pain. When the hcp did the tunneling on the patient's front side, he irritated her diaphragm muscle. The patient was having labor type pains, she had to stop and throw up on her way home. They gave the patient less pain medication than she normally takes. The pain medications given to the patient made her deathly ill. Compatibility guidelines were requested for tens treatment, therapeutic ultrasound and MRI. The patient mentioned her back going out and having back surgeries which occurred in (B)(6) 2012 before the device was implanted. Additional information has been requested to find out the outcome of this event. Additional information received on (B)(6) 2015 from the patient reported a month later that they received assistance from their doctor or company representative and their concerns were resolved. An appointment date of (B)(6) 2015 was noted. Information received from the consumer on (B)(6) 2015 reported she had not used the therapy and had been frustrated trying to contact the manufacturer's representatives (reps). She felt "brushed off" as her appointment had been cancelled and she was very disappointed. The patient felt like the manufacturer committed "fraud" because she had been led down the "garden path" and was told the reps would work with her and had no calls back. The patient stated people were setting the equipment and not servicing them after surgery and then it was "totally ineffective and fraudulent." It was noted the healthcare provider (hcp) threatened to cancel the surgery and was upset and screamed at the nurse so bad that the nurse put a nail into the patient's arm for an IV which was totally unnecessary for the procedure and the hcp was not familiar with the patient's medication. Prior to the surgery, the patient was taking vicoprofen 7.5, robax, and naurontin medication for permanent nerve damage. The patient reported the hcp was supposed to do two incisions that would be 1-2 inches but instead she came out of surgery with almost an 8 inch incision. The hcp gave the patient morphine which she was allergic to and gave her 5 milligram of lortab every 3-4 hours and got morphine every 2 hours and her diaphragm was spasming bad. The patient was in pain and in the two hour trip home from the hospital to come home the next day the patient had to stop 5 times to throw up. The patient stated that nobody cared or gave a crap. Since having the implant, it had been a nightmare from the beginning to the end. There was a loss of therapy. It was noted the trial was ok and that the patient was told by the rep she would be able to cut back on her pain medication. The patient reported that she was told she would be in pain after the surgery and would need to stay overnight at the hospital. The pre-operation was horrible and the patient filed a complaint against the hcp. The post-operation was worse and the implant did not get turned on until two weeks after the implant. It was noted the patient wanted the device removed, but not by the hcp that implanted it because he "nearly killed her." The patient said she was a very unhappy person and would not recommend the device to anyone. The patient did not know if the device was effective because she had no one working with her. The patient had not turned the therapy on, and after six months she was trying to work on it herself and she had adjusted it twice. The patient said she was given false hope and felt duped. Nobody wanted to help her work on therapy. The patient was very frustrated and may try to remove the implant. Additional information received from a health care provider on (B)(6) 2016 reported a hospitalization and required intervention to prevent permanent impairment/damage. The date of the event occurred on (B)(6) 2016. The patient experienced no relief since implantation of the implantable neurostimulator about 2 and half years prior to the report. The implantable neurostimulator was totally implanted for pain relief. The patient complained of numbness/tingling in the left leg and low back pain that radiated into the left buttock and laterally down the leg to the foot. The patient continues to experience debilitating pain and wishes to have the implantable neurostimulator removed. The original intended procedure was the thoracic laminectomy and removal of the dorsal column stimulator system. The explanted date was reported as (B)(6) 2016. The device was not a single-use device that was reprocessed or reused on the patient, and the device was not available for evaluation. The lead was also reported with an explant date of (B)(6) 2016.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.